Manufacturer narrative:
The manufacturer has previously filed this report as rep device, but device information could not be confirmed. Hence a correction report has been filed. Box d has been updated and corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chronic bronchitis, kidney disease/toxicity and liver disease/toxicity, cough, nose irritation, dizziness and/or headache, hypersensitivity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.